Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer contact name, email address and phone number have been updated to reflect the correct contact information. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from japan that during pre-surgery testing, when the nurse performed function check on a power tool, which was composed of a handpiece device, a power module, and a cover, the power tool did not work at all. It was reported that the nurse tried to fix the problem by replacing the power modules, reinserting the power module, replacing covers, re-opening and re-closing the cover, and moving mode switches for approximately 10 minutes. However, the problem was not fixed. It was reported that the nurse continued to do such things, and the power tool suddenly started to function. The starting time of the surgery was delayed by 10 minutes do to this situation. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The surgery being performed was an open reduction internal fixation (orif) with expert tibia nail system surgical procedure for a tibia diaphysis fracture. It was reported that during the surgery, the power tool was used with a reamer device and a radiolucent drive device, without problems. It was reported that the surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.